Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic showing non sustained ventricular oversensing. Upon review of the episodes the device appeared to be sensing a slow vt below the vt cut off. The device was intermittently ap and covering ventricular events in ventricular blanking. Physician made the decision to medicate the patient, which slowed down the rate below the vt cut off. Device remains implanted.